Event description:
The customer reported via phone call that they received a no delivery alarm. Customer's blood glucose was 90 mg/dl. The customer stated the alarm occurred during a bolus delivery. It was found only .350 units of insulin was delivered out of the 4 unit programmed bolus. The customer was unable to troubleshoot at the time of the call. Customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.